Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Address: (B)(6).

Event description:
The customer reported conflicting results on a direct tested nasal swab with the ID now covid-19 assay performed on (B)(6) 2021. Per the customer, the patient was not symptomatic. No additional information, including patient treatment and outcome was provided.